Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level of 800 mg/dl, cognitive issues, dehydration, nausea, and exhaustion. Customer was treated with dehydration medication, intravenous saline and insulin drip, and intravenous glucose drip. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, intermittent occlusion alarms occurred. The pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.